Event description:
It was reported the patient is no longer receiving stimulation therapy from his scs system. The patient's ipg is unable to communicate with the external devices. A sjm representative confirmed the issue. The patient reports he last recharged approximately six months ago. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. Therapy has been resumed and issue has been resolved.

Manufacturer narrative:
(B)(4). Recall: 1627487-12192011-003-r. This ipg serial number was included in a field advisories sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).